Event description:
Swollen lymph nodes, headaches, swollen joints, stiff joints, pain in arm, pain in breast, burning feel in breast, light sensitivity, arm weakness, anxiety, skin problems, pigment change, depression, extreme severe fatigue, severe memory loss. FDA safety report ID# (B)(4).